Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The physician advanced the 2.50x16mm taxus express2 drug eluting stent into the 1st left main (lm). The taxus stent came off of the balloon in the 1st lm. The physician attempted to snare the stent, but was unsuccessful. The physician then advanced a 2.75x20mm taxus express2 stent and deployed it, pinning the 2.50x16mm taxus stent against the wall of the 1st lm. There were no patient complications reported and the patient conditions is listed as okay. No further info was available.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.